Event description:
The pump was returned for investigation. Investigation revealed a dim display screen and moisture under the battery cap. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on to the verify screen normally. The display screen was observed to be dim and discolored. The black box history revealed one unexplainable power reset following a low battery warning. The battery compartment was observed to be intact with no damage. Evidence of moisture contamination on underside of the battery cap was observed. The battery cap was able to fully tighten. The battery cap measurements were within specifications. The pump was exercised for 24 hours. There was no power loss or battery related warnings observed during testing. The pump passed a leak test. The pump was removed from the case and no evidence of additional moisture contamination inside the pump was observed. There was no evidence of intermittent contact on the battery terminal contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).